Manufacturer narrative:
Sanofi company comment dated 05-jan-2023: this case involves a patient reported disability after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Disability [disability nos]. Synvisc used 10 ml [wrong dose administered]. Case narrative: initial information received on 30-dec-2022 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves a 34 years old male patient who had disability with the use of medical device hylan g-f-20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc one injection 10 ml (incorrect dose administered) (latency unknown) (unknown batch number, expiry date, route, strength, frequency) for primary osteoarthritis. Information on batch number was requested. On an unknown date patient reported disability (latency unknown). Notation received with application states patient was waiting to be approved for disability. Action taken: no action taken for disability and not applicable for other event. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events. Reporter causality: not reported for the event. Company causality: not reportable for the events. Seriousness criteria: disability and medically significant. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Disability [disability nos] synvisc-one used 10 ml with no reported adverse event [wrong dose administered] synvisc-one used via route subcutaneous with no reported adverse event [incorrect route of product administration]. Case narrative: initial information received on 30-dec-2022 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves 34 years old male patient who had disability after the use of medical device hylan g-f-20, sodium hyaluronate [synvisc one] used at 10 ml dose via subcutaneous route with no reported adverse event. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc one injection (liquid solution) strength 48mg/6ml at a dose of 10 ml total (incorrect dose administered) (latency same day) via route subcutaneous (incorrect route of product administration; latency; same day) (unknown batch number, expiry date) for unilateral primary osteoarthritis, left knee. Information on batch number was requested. On an unknown date patient reported disability (latency unknown). Notation received with application states patient was waiting to be approved for disability. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for disability. Outcome: unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: disability and medically significant for disability. A product technical complaint (ptc) was initiated on 30-dec-2022 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). The sample status was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 05jun2023) investigation (em 15jun2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 16-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 08-jun-2023 from healthcare professional via quality department. Strength added. Global ptc number added. Upon internal review action taken updated and event of synvisc-one used via route subcutaneous with no reported adverse event added. Text amended. Additional information was received on 16-jun-2023 from healthcare professional via quality department. Ptc results were added. Text amended accordingly.